Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the pushrod being pushed forward and/or the pushrod not operating as intended; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.d9 - device available for evaluation

Event description:
It was reported, the device exhibited a blockage detected alarm, while the patient was trying to move the pushrod forward. There was no cartridge in the pump at that moment. And was unable to clear the alert. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.